Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, packing coils, a non-penumbra microcatheter, and a non-penumbra base catheter. During the procedure, the physician successfully placed one pod coil and three packing coils in the target vessel. While advancing a pod coil through the microcatheter, the pod coil pusher assembly fractured, and the pod coil unintentionally detached within the microcatheter. The physician used a syringe to aspirate the detached pod coil and the microcatheter from the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.